Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure alert and primary audible alarm. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).